Event description:
The following information was previously reported in manufacturer¿s report #3004209178-2015-01383: [in regards to the patient¿s refill on (B)(6) 2013, no refill appointment was scheduled. On the same date, the erv (expected reservoir volume) was 0ml and the arv (actual reservoir volume) was 0.1ml. The patient reported more intense pain and the hcp noted that he appeared overmedicated. The device system was used to deliver dilaudid, compounded baclofen, and bupivacaine.]

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2010 explanted: (B)(6) 2015, product type catheter. (B)(4).